Event description:
We had a forced bipolar davinci instrument get stuck at a right angle inside the patient when the robot was docked. The instrument was also broken and looked like the stuck cable fibers broke. We called the intuitive rep for advice and ultimately had to undock all arms. And pull the instrument to where the first assist and fellow could see the tip and use a wire cutter to cut the tip of the instrument off. We used a wet raytec around with instrument when cutting to catch any pieces. The instrument inside the patient was already damaged and they had to go back in with new instruments and washout any debris of cable. Instrument was kept in a biohazard bag with first assist.